Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing and was noted on a stored egm. Programming changes were done in clinic.